Event description:
A medtronic rep called in from the site to report that the system is displaying black status. There was no pt present.

Manufacturer narrative:
There was no pt info as the event did not occur during surgery. Investigation is currently in progress.